Event description:
The device was used during a laparoscopic spleenectomy procedure. Reportedly, the jaws would not open all the way. The surgeon used another device to complete procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
1/20/1998-supplemental report #1 submitted to FDA.